Event description:
It was reported to philips that the "ECG error" has been shown on screen using the battery and ac adapter, ready for use status is x. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Previously reported on pr (B)(6) with MDR# 3030677-2022-03294 but was marked as complete "no" but should read complete "yes".

Manufacturer narrative:
The device was sent back to manufacture for analysis, customer's reported problem was unable to be reproduced. The device successfully passed all required testing. A replacement device was sent to the customer. No further evaluation is required at this time.